Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ endovascular repair of ruptured abdominal aortic aneurysms using the endurant¿ endograft¿  nana, p.; volakakis, g.; spanos, k.; kouvelos, g.; bareka, m.; arnaoutoglou, e.; giannoukas, a.; matsagkas, m journal of clinical medicine. 2024, 13, 5282. Https://doi.org/10.3390/jcm13175282, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ endovascular repair of ruptured abdominal aortic aneurysms using the endurant¿ endograft¿. The time frame of this study was over a fifteen-year period. 88 patients who underwent endovascular treatment for ruptured abdominal aortic aneurysms were included. The mean aneurysm diameter was 73.3mm. Endurant stent grafts were implanted in the patient population. The following adverse events occurred: renal failure, myocardial infraction, pulmonary insufficiency, multiple organ failure, occlusion , blood loss, pseudoaneurysm, infection, rupture, intervention no further information was provided pertaining to medtronic products.